Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was used as an external temporary pacemaker, as the patient has an unspecified infection. Once the infection clears, a new device system would be implanted. The device was reportedly covered outside to maintain sterility. Technical services was consulted and discussed the off-label nature of this scenario. No further information was available.